Manufacturer narrative:
Patient identifier - unknown. Age & date of birth - unknown. Patient sex - unknown. Weight - unknown. Ethnicity - unknown. Race - unknown. Catalog number - unknown. Lot number - unknown. Expiration date - unknown due to unknown catalog number and lot number. UDI - unknown due to unknown catalog number and lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Healthcare professional - uknown. Occupation - unknown. Device manufacture date: unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is completed. The production catalog number and lot number were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the nurse was using the tr band device and the tip broke off causing a deflation, resulting in an arterial bleed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).